Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 21jan2019. The philips service engineer (se) inspected the device. The se could not duplicate the reported issue. Reportedly, after the customer performed a self inspection the device returned to "functionality".

Event description:
It was reported by the international customer that the ventilator lost patient information. There was no patient involvement. The event date was not specified; estimate used.